Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the gap between the acoustic lens and the ultrasonic probe could not be identified. The following information is stated in the instructions for use (IFU) which may have prevented the event: "caution ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope showed error messages 1, 2, and 7. The issue was found during reprocessing. Inspection and testing of the returned device found there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down knob was locked securely, the scope cover plate was detached, the air/water cylinder was discolored, the water supply volume was reduced due to clogging of the nozzle, there was a gap between the acoustic lens and ultrasound probe, the acoustic lens was damaged, the nozzle was clogged, the adhesive on the bending section rubber was chipped, and the connecting tube had the coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.